Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -9.5/1.5/1100 (sphere/cylinder/axis), implantable collamer lens tore during injection/delivery into the patient's right eye (od) on (B)(6) 2023. There was patient contact (lens touched the eye) with no patient injury. The lens was replaced intraoperatively with the back up lens. This resolved the problem. Cause of the event is reported as other: lens quality (yellowing found around edges of lens).

Manufacturer narrative:
Correction: b5 - -9.5/1.5/110 (sphere/cylinder/axis). Claim#: (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial, in liquid. Visual inspection found the lens haptic torn and it was noted lens was observed in different lighting/setting under the microscope and yellow was not noted aroudn the edges. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).